Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision was component loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr xl acetabular system (left) revision, update: added corail stem details and reason for revision received 11 aug 2012. Reason(s) for revision: component loosening (querying with (B)(6)). Update - question comp loosening again in order to get an answer. Taken from claimsuite spreadsheet dated 29th july 2013. Currently querying which comp became loose - emailed 3 times with no response. Update - amended hip side and filed out mw fields. Taken from claimsuite dated 27th august 2014. Right.

Event description:
The patient was revised to address loosening.